Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 504 mg/dl and high/large ketones were present. The customer administered a manual insulin injection to address the high bg. A system check was performed on the pump and it was determined that the customer is using fiasp insulin. Technical support educated customer on off label insulin. Reportedly, the customer reverted to an alternate method insulin therapy.